Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (low-energy pulse during pulse testing) has been confirmed. Upon investigation the monitor delivered a 4.4j pulse and then reset during a pulse test. The root cause investigation for this failure mode is currently underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it delivered a low-energy pulse during pulse testing.

Manufacturer narrative:
Follow-up: additional information - 10/11/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the failure was isolated to shorted transistors q13, q17, q6, q7, q8, and q10 on the defibrillator pca. The root cause for the shorted transistors was unable to be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (low-energy pulse during pulse testing) has been confirmed. Upon investigation the monitor delivered a 4.4j pulse and then reset during a pulse test. The root cause investigation for this failure mode is currently underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it delivered a low-energy pulse during pulse testing.